Event description:
During routine testing of the device at the service center, the service tech reported the center keypad of the monitor was worn. The monitor was originally returned for repair of a burnt capacitor on the auxilliary board when the worn keypad was found. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.